Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 8/27/2019, mentor became aware of the date of surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast implant rupture, capsular contracture; baker grade unknown, and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with bilateral breast implant rupture, bilateral capsular contracture; baker grade unknown. The right is extremely lumpy extremely sensitive, the left breast implant was placed too high, weight issue, lot of pain, discomfort, itch, scaring rash, legs collapsing, joint pains, and arctic freeze in legs were also reported. As a result, the devices were explanted, and replaced on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 10/3/2019, mentor became aware that the surgery was cancelled and has not been rescheduled yet. When updated information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Method code has been updated to "device not accessible for testing" on this form as surgery was cancelled and reported under last submission. Manufacturer¿s reference number: (B)(4).